Event description:
The customer reported the sensor and blood glucose reading were different. Customer's blood glucose was 102 mg/dl. Customer does not have data from the insulin pump. Customer will monitor the issue. She will call back when changing the sensor and advised that we need the data from the pump to better explain. No further information provided.